Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-00611. It was reported the patient was implanted with a perigee graft system on (B)(6), 2009 to treat her cystocele and rectocele. The patient experienced mental and physical pain and suffering, erosion of internal bodily tissue, dyspareunia, and permanent injury.